Event description:
It was reported that during procedure thr, the screwdriver broke inside the patient when the screws were being put into the cup. The procedure was completed without delay. Backup from smith&nephew was available. Any other issue that could affect the patient's condition was not reported by this event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that during procedure thr, the screwdriver broke inside the patient when the screws were being put into the cup. The procedure was completed without delay. Backup from smith & nephew was available.

Manufacturer narrative:
G3, h2, h3, and h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, the device broke inside the patient during the procedure; however, the procedure was reportedly completed with a backup without delay. S+n has not received adequate documentation to fully evaluate the root cause of the reported event as responses to the clinical requests were not provided. The patient impact beyond the reported event could not be determined; however, no patient injury was alleged. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A complaint history review found related failures for the listed batch; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. B5: update summary. G1: address updated . H6: code update.